Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) impedance was high and had been trending up since implant. It was noted that the lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.